Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra2 meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone to obtain additional info. The pt reported that on (B) (6) 2010 at 11 am, she obtained blood glucose readings of "220 mg/dl" with the subject meter and "170 mg/dl" on another device, performed within 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30%. The cca noted that the pt manages her diabetes with oral medications; however, the pt denied taking any action regarding her diabetes management as a result of the alleged issue. One hour after the start of the alleged issue, the pt claimed she developed symptoms of feeling dizzy and sweaty. The pt denied receiving medical treatment. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.